Event description:
It was reported that a revision was necessary because the bar get out of place and some screws get loose.

Manufacturer narrative:
Updated catalog & lot code for device at fault, cat: 48230000, lot# g53. Method: device history review and device evaluation.results: the rods, screws, and implicated blockers were returned for inspection. The rods and screws were determined to be concomitant products based on the examination. The blockers are responsible for locking the integrity of the construct and disengaged post-operatively.the two deformation patterns on the bottom of the blockers was found to be consistent with rotation (loosening) of the blocker. Conclusion: the probable root cause in this case is not using the torque wrench for final tightening of the blockers as recommended by the surgical technique.

Event description:
It was reported that a revision was necessary because the bar get out of place and some screws get loose.